Event description:
I used renu with moisture loc contact lens saline solution from 02/01/06-03/19/06. I went to see a doctor due to blurred vision, sensitivity to light, redness, "swellness" and pain in the right eye. I was diagnosed with a corneal ulcer. I was treated with several medications such as neomycin/polymixin/bacit ophth ointment and zymar and natacyin. I now have a permanent scar in my right eye. I have not fully gained my vision in the right eye.